Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent uterine fibroid myomectomy on (B)(6) 2014 and suture was used. Following the procedure, the patient experienced post surgery pain around the incision and hives and rash on the abdominal area below the navel around the incision site. On (B)(6) 2015, the patient experienced itching. The patient called the physician on (B)(6) 2014 and was advised by the nurse to apply alcohol swab. On (B)(6) 2015, the patient experienced irritating, red rash with whiteheads. The patient was advised by the physician to take anti-histamine and apply hydrocortisone for the itchiness. On (B)(6) 2015, the patient saw no improvement with cortisone, claritin and benadryl with itching red, rash. The physician prescribed 2.5% cortisone and scheduled a follow-up appointment. On (B)(6) 2015, the patient symptoms worsened with itchy, red irritation spread through a large area. The patient reported that ice application throughout the day and night helped, and the patient was unable to drive, sit or sleep without an ice pack on the rash. The physician prescribed methylprednisone 4 mg. Four days later, the redness had lessened with no improvement with itchiness. On (B)(6) 2015, the patient reported the rash was better, the whiteheads were gone but there was no improvement with itching. The patient followed up with a dermatologist, who prescribed prednisone 10 mg twice a day for 3 days then 5 mg twice a day for 4 days. The dermatologist opined that the suture antigens may still be in the patient¿s body and the patient could be reacting to the suture. The prednisone was completed by (B)(6) 2015 and the patient reported an improvement in the itching. The patient reports black spots and scars on the abdomen. The patient reports that the rash was more painful than the recovery period of the surgery.